Manufacturer narrative:
(B(4).

Event description:
It was reported that the device was stuck in a transmitter pairing loop. A review of the share logs was performed and the allegation was not confirmed. The probable cause could not be determined. In addition, it was found that a transmitter error occurred. The reported event of a device stuck in a transmitter pairing loop is reportable based on the finding of a transmitter error. No injury or medical intervention was reported.